Event description:
With a fully charged battery pack the powerflexx stretcher would not operate. For testing purposes, the battery pack was removed and placed into a second unit. The second unit raised without pressing the up button. There were no injuries associated with the incident as no pt was on either stretcher.

Manufacturer narrative:
Manufacturer's investigation continues.